Manufacturer narrative:
The pump was not returned to animas for evaluation. The pt was discharged on insulin pump therapy and has continued to use the pump with no reported subsequent events. If the device is returned, and evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt was hospitalized with elevated blood glucose levels.